Event description:
It was reported that the 9600 system would intermittently not boot up. Also the left monitor had lines in the image and blank images. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The batteries were replaced during the service call. The system was tested and found to be working as intended, and put back into service.